Event description:
It was reported by svc report that the wheel was excessively worn. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Wheel assembly.